Manufacturer narrative:
If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during product handling and prior to insertion of the intraocular lens (iol), a piece of plastic broke off from the cartridge. There was patient contact. Through follow up, the customer provided additional information confirming the lens was inserted in the eye. It was also confirmed that the tip of the cartridge broke off. There was no serious patient injury, no sutures and no vitrectomy. The same procedure was completed successfully using the original iol, the piece of plastic was removed with forceps. No additional information was provided to johnson and johnson surgical vision, inc.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 06/07/2018. Device evaluation: the 1mtec30 cartridge was received for investigation. Visual inspection using microscope magnification was performed: residue of lubricant material was observed on the cartridge. The cartridge tip section was deformed and broken. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was verified. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed no additional investigation requests for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.